Event description:
A user facility reported that two intraocular lenses (iols) were exchanged. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 2/13/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).